Event description:
The patient reported "pinching and hurting" of the device. Since she had it implanted, it "has never felt right." She discussed this with her doctor and was told the device was fine. Recently, her pain worsened, and she began to feel dizzy. Constant pain was stated. The device remained in use. Four years later, the patient again reported that the device pinches her whenever she moves. She indicated it was very uncomfortable and felt like needles. The device remained in use for about another two and a half years before it was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.